Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported during the visit it was noted that the operative report dated (B)(6) 2015 stated that she had superimposed neuropathy from diabetes as well as a postoperative foot drop. The screening test was (B)(6) 2015. The permanent lead implant procedure was (B)(6) 2015. The patient had a history of neuropathy ongoing since 2003 and diabetes since june 2002.

Event description:
Correction: previously reported the following: ¿the permanent lead implant procedure was (B)(6) 2015.¿ it should have read as follows: ¿the permanent lead implant procedure was (B)(6) 2015.¿